Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device did not show visual defects. A functional examination was performed; the device was inflated and a leak was found because of pinholes located near the proximal bond of the balloon. Based on the condition and evaluation of the returned device, the most probable root cause is manufacturing deficiency since the issue was traced to the manufacturing process. An investigation to address this issue has been completed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in the pylorus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stylet with the guidewire portion of the device was partially took out and was put back in. Upon inflation of the balloon, the balloon burst. The rep commented the stylet might have nailed and popped the balloon when they pushed it back through prior to inflating. The procedure was completed with another cre wireguided dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilation balloon was used in the pylorus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the stylet with the guidewire portion of the device was partially took out and was put back in. Upon inflation of the balloon, the balloon burst. The rep commented the stylet might have nailed and popped the balloon when they pushed it back through prior to inflating. The procedure was completed with another cre wireguided dilation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.